Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the drill in question was interfering with the nail. There was no anomaly when assembled all devices outside of the patient body before use. It was reported that the surgeon complained that the drill in question was dull and it encumbered the procedure. There was a 10 minute delay reported. This report is for an unknown protection sleeve. This is report number 3 of 4 for (B)(4).